Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The current heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 01oct2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced worsening shortness of breath and complaints of melena and hematochezia. Patient was admitted with complaints of shortness of breath on exertion. Lab results revealed hemoglobin (hgb) 7.7 g/dl and inr was 3.5. Patient received 2 units of packed red blood cells (prbc). Esophagogastroduodenoscopy (egd) was completed which showed some gastritis and colonoscopy which showed arteriovenous malformation (avm) that was treated. The patient was give vitamin k.